Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment was performed and the reported condition was duplicated and confirmed. It was determined that the locks sleeve, collet assembly were damaged. The assignable root cause was determined to be from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a third molar extraction surgery, it was observed that the ¿burr kept slipping out¿ of the attachment device. There was a thirty second delay to the surgical procedure. The reported device was utilized to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.